Event description:
It was reported that the tip of the guide wire broke when being used at the left side during the posterior cervical procedure at c1-c2. The broken tip of approximately 2cm was left in the patient body. It caused the screws could not be implanted at the left side, another kind of screws were implanted alternatively to supplement the stability of the construct. Additionally, hooks were implanted at left c1 and right c2. Additional screw was implanted in lamina at left c2. No further complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.